Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "does not recognize door being open" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper aux. The upper aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize the door being open. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.